Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) logged into care fusion admin and reviewed the network settings, which were found to be correctly configured. The ethernet cable was connected to the proper port, and all systems appeared normal except for the network not communicating. Hospital information technology (it) was notified and confirmed that the virtual local area network (vlan) had been changed in error. After the correction, the customer confirmed that the station was communicating and functioning normally. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and was offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.